Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultra meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began a month prior to contacting the lfs customer service. The patient stated that he manages his diabetes with insulin (self-adjuster, type unspecified) and he denied making any changes to his usual diabetes management regimen. The patient reported that at an unspecified time, a week prior to contact the lfs customer service, he began to ¿feeling unwell¿ and he developed symptoms of feeling ¿like nausea, dizziness, shivering and agitated¿. The patient reported that, at an unspecified time, after the alleged symptoms, he visited the hospital where his blood glucose level was checked, obtaining a reading of ¿315 mg/dl¿ with the hospital meter. The patient considered this reading high compared to his normal reading of ¿180 mg/dl¿. The patient reported to be treated with 50 units insulin (type unspecified) administered by a doctor at the hospital. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time and there was no indication of misuse to the device. The csr confirmed the batteries did not need to be replaced and the test strips used had expired. The alleged power issue could not be resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged power issue began. The subject meter could not be ruled out as a cause or contributor to the event.